Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced device damage while still considered operable. The following information was provided by the initial reporter: consumer reported needle hub fractured while drawing insulin from vial.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced device damage while still considered operable. The following information was provided by the initial reporter: consumer reported needle hub fractured while drawing insulin from vial.

Manufacturer narrative:
D.10. Device available for eval?: yes. Returned to manufacturer on: 19-may-2022. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Due to the batch being unknown, no DHR review can be completed. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.